Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during load with a cartridge. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 120 units of insulin. Customer¿s blood glucose was 365 mg/dl. Reportedly, customer added insulin to the same cartridge and completed the load successfully.